Event description:
The user was unable to fire the staples as they were jammed. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the staples are misaligned. The stapler was returned with 38 staples left in the cover block. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples were able to fire. The misalignment of the staples is preventing the staples from properly firing from the device. The sample was sent to the manufacturing site for further analysis and it was confirmed that the stapler had been assembled correctly. No component issues were identified. The root cause for this failure could not be determined. A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The staples in the returned stapler are misaligned which is preventing the staples from properly forming and firing from the device. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Manufacturer narrative:
(B)(4). The device history review of the product visistat 35r 6/box lot# 73c1900568 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The user was unable to fire the staples as they were jammed. Therefore, a new unit was used instead.